Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional event information received on 15-may-2024 indicated that a cnv infusion catheter was used. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. Rhv was tightened when holding the insertion tool in position during advancement of the device. The device was flushed without difficulty. The device was not inadvertently deployed in the microcatheter hub. There was no damage identified on the microcatheter. Another emobotrap (et007533) was passed through the microcatheter after this. One pass had been made in an attempt to retrieve the clot. There were no procedural delays due to the event. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an embotrap ii 5x33 revascularization device (et007533, 23e251av) became impeded in the microcatheter¿s hub. The physician retracted the stent to check, it was found that the tip of the stent was kinked/bent. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 15-may-2024 indicated that a cnv infusion catheter was used. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. Rhv was tightened when holding the insertion tool in position during advancement of the device. The device was flushed without difficulty. The device was not inadvertently deployed in the microcatheter hub. There was no damage identified on the microcatheter. Another emobotrap (et007533) was passed through the microcatheter after this. One pass had been made in an attempt to retrieve the clot. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap ii 5x33 revascularization device (et007533, 23e251av) became impeded in the microcatheter¿s hub. The physician retracted the stent to check, it was found that the tip of the stent was kinked/bent. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). The device was received for analysis: the examination under magnification of the returned embotrap device showed no evidence of damage or deformation on outer cage, inner channel, or proximal coils and bonds. Slight bending of the distal coil was present. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195" ID tube, confirming that the profile conformed to the specification for compatibility with 0.021" microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler select plus microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler select plus microcatheter and delivered to the distal tip without resistance. The complaint event was therefore not confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. In attempt to recreate the reported event, a device insertion and delivery assessment was also performed using a sample embotrap device and a sample prowler microcatheter. This assessment demonstrated that failure to have the embotrap correctly positioned within the insertion tool can result in damage to the distal coil and failure to advance the embotrap. However, the root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.